Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using ac or battery power. The green led indicating connection to ac source illuminated on the front panel, but the unit power cycles continuously when the ac is disconnected then reconnected. The failure does not occur when using battery power only. The unit is not capable of engaging in monitoring activities. Due to a defective power supply on the system board, the unit would power on but would shut down instantly (this is a power supply safety feature). The system board was replaced and the unit functioned as designed.

Event description:
It was reported that whenever the ac power was disconnected or reconnected, the unit will go through a power cycle. No known impact or consequence to patient.